Event description:
Event description guidant received information that shortly after implant, this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition.